Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. It is suggested that the user facility review the method of reprocessing for the device according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found several issues: discoloration of the electrical connector caused by water leakage, foreign objects came out of the suction port due to clogging of suction tube, bending angle in up direction does not meet the standard value due to wear of angle wire, deviation in the play of the u/d knob beyond the standard value due to angle wire wear, a chipped and cracked adhesive on the bending section cover, a white clouded area in the adhesive on the same cover, a cut in switch 1, a scratch on the universal cord, a scratch on the flexibility adjustment ring, a scratch on the protector of the universal cord on the scope connector side, a scratch on the plastic distal end cover, and a scratch on the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, foreign objects came out of the suction port of the colonovideoscope due to clogging of suction tube. There were no reports of patient involvement.